Event description:
Customer states patient reportedly received result of 389 mg/dl on inform system 1; re-tested on inform system 2 within 10 minutes and received results of 115 mg/dl and 126 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 549633, expiration date 05/31/2008). Reference medwatch report with (B)(4) for the suspect device used in system 2.